Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that flush/side port leaked. The procedure was completed successfully by using a different device (different model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that flush/side port leaked. The procedure was completed successfully by using a different device (different model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported a pressure bag was used for the irrigation of sheath. The leaking was from the side port. No other information is provided.

Manufacturer narrative:
Investigation summary: based on the available information, the reported event of sheath leak was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed cracks in the stopcock, resulting in leakage. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the referenced faradrive sheath was returned for analysis. Visual inspection of the device noted cracks in the stopcock. Microscopic inspection of the stopcock revealed cracks at the sides of the sheath inflow port. Pressurization of the sheath with deionized water confirmed a leak in the stopcock in the cracked location. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of leak is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: the "cause traced to component failure" conclusion code was selected for the allegation of "leak" as analysis confirmed the stopcock to be damaged which resulted in leakage at the flush port. This defect compromised the sheath's ability to seal pressure and fluid, resulting in the device being unusable. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to the initial, MDR in block(s) b5.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that flush/side port leaked. The procedure was completed successfully by using a different device (different model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported a pressure bag was used for the irrigation of sheath. The leaking was from the side port. No other information is provided.